Manufacturer narrative:
Pending evaluation. (B)(4).

Event description:
Associated with uf/importer report # (B)(4). The incorrect screwdriver was used on the wrong size screw and the tip of the screwdriver broke off.

Manufacturer narrative:
Exactech is no longer the manufacturer of this product, therefore this emdr should be voided. Associated with uf/importer report #: (B)(4).

Event description:
Associated with uf/importer report # (B)(4). The incorrect screwdriver was used on the wrong size screw and the tip of the screwdriver broke off.